Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio bolus button (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/29/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the audio bolus button was found to be intact; no damage was observed. The original complaint of the audio bolus response issue was not duplicated during testing; the audio bolus button was found to be functional and not difficult to press. Unrelated to the complaint, evaluation revealed that the display screen was faded and discolored. A test display was used for investigation and was found to function appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.